Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clear piece of insulation was detached and was returned. Functionally, the damage to the used device was consistent with user manipulating device in order to expose more of the electrode. Perhaps, trying to remove the clear plastic piece. The electrode insertion/extraction was within specification. It was reported that the electrode's insulation part fell into the patient's abdominal cavity and all parts that fell was collected immediately. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: e2450h, e2450h button pencil w 3m cord x50 (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during spinal fusion operation, the electrode's insulation part fell into the patient's abdominal cavity and all parts that fell was collected immediately. X-ray was not necessary to locate the part. The nurse wiped the burnt electrode part with a wet gauze. The pencil have no malfunctions and it was registered as a part of the components. There was no patient injury.